Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a power issue. Upon triage it was noted that the live pin was broken off the plug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿a power issue¿. The unit was triaged and the customer¿s reported condition was confirmed and it was found that the live pin was broken off the unit's power cord. Device cleaned and disinfected according to the manufacturer's guidelines. The power cable is damaged, missing the connector pins and the power cord was replaced. The equipment is ready to use and safe for the patient according to the instructions of the manual manufacturer. The potential root cause is customer misuse from unplugging the power cord improperly. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.